Manufacturer narrative:
The clip remains implanted in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report suspected leaflet tear, possible slda/clip movement, and recurrent mr. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1-2. On 10/02/2020 the patient had a one month follow-up echocardiogram which showed recurrent mr grade 4 with suspected leaflet tear. It was unclear if the clip had a single leaflet device attachment (slda) or a partial clip movement on the valve. The patient will be medically managed. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported possible incomplete coaptation and possible partial clip movement are likely the result of patient anatomy. The reported tissue damage is the result of patient anatomy. The reported recurrent mitral regurgitation (mr) is the result of the potential single leaflet device attachment or partial clip movement. The recurrent mr and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported treatment with medications is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.